Event description:
The patient presented with a shunt malfunction. The ventricular catheter was found to be defective. It was found to be disconnected at the flared hub. The defective catheter was removed and replaced with another ventricular catheter. The manufacturer is aware of this problem and has issued a recall on this bioglide catheter (FDA recall #'s z-1124-2009 to z-1134-2009).